Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The target lesion was located in the circumflex artery. After a non-bsc pressure guidewire was advanced, a 3.00 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent delivery system (sds) became stuck on the wire and could not be advanced or retrieved. Subsequently, the physician pinned the wire and applied significant force on the sds but it broke into two pieces. The wire and the sds were then removed together as they were locked. A second coronary wire was then used and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A distal portion of a stent delivery system (sds) was returned for analysis, the hypotube and manifold /strain relief hub proximal of the break site were not returned. A visual and microscopic examination of the crimped stent found identified proximal stent damage. The most proximal stent strut row was stretched proximally towards the proximal markerband the remained of the stent appeared undamaged and the distal end did not appear to have moved on the balloon and remained tightly crimped in place. The undamaged distal crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A guidewire was returned stuck within the guidewire lumen of the shaft polymer extrusion. A visual and tactile examination of the shaft polymer extrusion revealed evidence of inner shaft polymer extrusion stretching at 2.5mm distal of the bi-component weld site, for a total length of approximately 1mm . Severe stretching of the shaft polymer extrusion at the port bond site causing 'accordioned' effect. The shaft was broken at the guidewire exchange port at the port bond site, 247mm from distal edge of device tip. The portion of the device proximal of the break site was not returned. Proximal stent damage was also noted. A guidewire was returned with the device and was measured. It was not possible to remove the guidewire from the lumen of the device due to the stretching of the inner shaft polymer extrusion and port bond site of the returned device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The target lesion was located in the circumflex artery. After a non-bsc pressure guidewire was advanced, a 3.00 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent delivery system (sds) became stuck on the wire and could not be advanced or retrieved. Subsequently, the physician pinned the wire and applied significant force on the sds but it broke into two pieces. The wire and the sds were then removed together as they were locked. A second coronary wire was then used and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.